Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system tip was damaged and could not penetrate the skin during use. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient underwent cesarean section. Preoperative venous access was established for the patient. It was found that the anterior end of the intravenous indwelling trocar was forked and could not be penetrated into the skin. Immediate replacement, smooth infusion, no adverse consequences.